Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the explant of the pump was not this week because the surgeon was on holiday, but would be done the next week. The patient¿s symptoms have not been resolved, but they are on oral baclofene. It was not known whether the pump was going to be returned.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving compounded baclofen 2000 mcg/ml at 500,1 mcg/day via intrathecal drug delivery pump for an unknown indication of use. It was reported that the patient heard a pump alarm so the nurse asked the patient to come back. It was also reported that the patient¿s spasticity came back. There were no reported external patient factors that may have led to or contributed to the issue. It was noted that pump logs were reviewed and when the pump was read on (B)(6) 2016 the drp was 13 months. The pump was read on (B)(6) 2017 the drp was active on (B)(6) 2017 and end of service (eos) had occurred on (B)(6) 2017. It was reported that the patient will be programmed to change their pump not the next week, but the week after. The issue was no resolved at the time of this report. The patient¿s status at the time of the report was noted as alive ¿ with injury.

Event description:
Additional information was received. It was reported that the patient¿s symptoms have been resolved. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that ¿the pull had been changed¿ the (B)(6), but I try to find the pump. It was indicated that the manufacturer representative was going to contact the operating room for additional information.